Manufacturer narrative:
The complaint of a subcutaneous leak is unconfirmed. The complaint incident could not be replicated in the lab setting. The complaint sample functioned normally during functional testing. No leaks were observed during hydraulic pressurization of the catheter assembly. Occasionally, fibrin sheaths will form over a catheter's opening, encapsulating the catheter. This results in solutions administered through the catheter exiting the catheter's distal tip and traveling back up the catheter through the lumen created by the fibrin sheath over the catheter's exterior surface. On x-ray, this may appear as a leak. Fibrin sheaths can also impede flow, making aspiration difficult. Fibrin sheaths can be dissolved using solutions recommended by the products instructions for use (IFU). Gross visual, functional and tactual testing shows no evidence of a defect or deformity related to the mfg process. A lot history review (lrh) of reui0254 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the groshong PICC was inserted by the doctor on 22 may for in patient to start IV therapy. After one day of use, the staff nurse at ward level was not able to flush the PICC after giving the last infusion. Pt was sent to x-ray to check tube and dr. Found that the tube was clogged. When dr. Took out the PICC, he used a syringe to flush it and found that there was another hole at the end of the tube i.e. Besides the slit valve there was another hole where liquid was released from the tube. Type of procedure: PICC insertion. Technique: basilic vein. Approach: peripheral vein.